Event description:
It was reported that during a ptca procedure, stent damage occurred. The lesion being treated was located in the left main (lm). While delivering in the liberte' monorail stent delivery stent, the stent became, "hung up". The physician attempted to pull the stent delivery system back through the guide catheter but was unsuccessful. The stent delivery system was removed with the guide catheter together as one unit. Upon removal, it was noted that the stent struts were flared. No patient injuries or complications were reported. Patient status is reported as "okay".

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.